Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in post-anesthesia are unit, post implant, the right atrial (ra) lead exhibited dislodgement and fell into the right ventricle. The ra lead was revised back into the atrium and on the lateral wall. No patient complications have been reported as a result of this event.